Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The customer changed the infusion set tubing and site. The customer had reverted to using daily insulin injections to manage diabetes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Additional information received indicated that the customer's blood glucose (bg) level was 213 mg/dl and insulin injections were used to address the bg level. A system check was performed with the current supplies on the pump and the pump was found to be functioning as expected.